Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and damaged battery compartment. The event history log was downloaded, and functional testing was able to replicate the reported issue. The root cause was determined to be a defective dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed upstream occlusion test. There was unknown patient involvement and unknown patient harm.